Event description:
It was reported during a lap cholecystectomy procedure, that after placing 2 clips without incident on the cystic duct, the product would not close when placing the 3rd clip. Another device was opened and procedure completed without incident. There was no pt consequence.

Manufacturer narrative:
Date sent: 05/31/2007. Eval summary: the analysis results found that the el5ml device was returned with jaws disengaged from the cam. The instrument was cycled and ejected the remaining clips due to the jaws condition. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record reviewed was performed and no anomalies noted during the manufacturing process.